Event description:
On (B)(6) 2012, the patient was transferred to the hospital and t-pa was timed out. The patient was administered 5000 units hepaline. The patient then experienced cardiogenic infarction in the p1 segment of the left-posterior cerebral artery. The reperfusion catheter 041 was advanced to the target lesion using a launcher guiding catheter 7fr, transit microcatheter and chikai 14 neurovascular guide wire. The penumbra system aspiration catheter 041 aspirated the clots. Then 6000 units of urokinase were administered as an arterial infusion. The procedure was completed. There was no extravasation on the images. The patient's condition was stable. That night, it was noted that the patient had a depressed level of consciousness. Petechial hemorrhage around the focus and sah were seen on the MRI. The hemorrhage was mild. The patient was administered an increased level of oxygen and was put on a wait-and-see approach. The hemorrhage stopped and the patient's consciousness was recovered with an mrs of 2. On (B)(6) 2012, the patient recovered and left the hospital. The physician commented that there may have been a mild perforation during the procedure that caused the hemorrhage. This MDR is associated with MDR 3005168196-2012-00167.

Manufacturer narrative:
Conclusion: hemorrhage is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Device discarded by hospital.